Event description:
The customer received questionable calcium and bicarbonate patient results (B)(6) 2010, during the a.m. Run. She provided discrepant calcium results for one patient sample. The initial calcium result was 16.68 mg/dl (accompanied by a data flag). The sample was repeated on the same cobas integra 400+ analyzer and generated 9.81 mg/dl (accompanied by a data flag). No erroneous results were reported outside the laboratory and no patients were affected. The calcium reagent lot number was 62802801. The field service representative determined contamination in the wash station probe cleaning tube was the cause of the discrepancy and he cleaned the wash station. The customer ran calibration, quality control and patient samples which were within specification.